Event description:
The customer reported that the insulin pump screen went blank during the night. The blood glucose reading at time of the call was 264 mg/dl. Troubleshooting was performed. The battery was replaced and the blank display continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank screen as a result of a broken component solder joint on the interface board.